Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a 159mm thoracic aortic dissection. It was reported that a type ia endoleak was seen on a follow up CT scan. The diameter of the thoracic aorta was 38-40 mm. It was confirmed that the dissection entry tear was covered during the index procedure. The physician stated that the cause of the event was related to the patient's anatomy due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the films provided. Films at implant and earlier post-implant films were not provided. From the films provided, the aorta at the level of lsa dilated from 32 mm pre-implant to 45 mm 9-months post-implant. There currently appears to be lack of proximal stent graft apposition within the thoracic vessel along the inner curvature. It is possible that there has been disease progression (thoracic dilation) leading to an inadequate proximal seal which resulted in the possible proximal type I endoleak.

Event description:
Additional information was received as follows: the patient was treated for the proximal type I endoleak. The patient had a re-intervention with the left carotid artery to left subclavian artery pass and a valiant captivia 44x44x150 implanted. Post angiogram demonstrated that the type ia endoleak was not resolved. A reliant balloon was gently inflated and the endoleak showed slight improvement. The patient tolerated the procedure without any incidents. The physician will continue to monitor the patient. The physician stated that the type ia endoleak was most likely caused by disease progression and uncontrolled hypertension.